Event description:
This is a spontaneous case report received from a consumer via health authority FDA maude (case# mw5036110) in united states on (B)(4) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below. Consumer reported that essure was inserted on (B)(6) 2012 and she underwent uterine dilatation and curettage and ablation to help resolve problems caused by essure. She also stated that she was surgically diagnosed with endometriosis.

Manufacturer narrative:
Follow up information received on (B)(4) 2014 from consumer: consumer information was updated, provided age, date of birth, height and weight. Consumer was gravida 3 and para 3. She had hyperdysplasia in her late teens and had leeps procedures (preventive). Consumer reported that she was born with a hole in lower left ventricule, she never needed a surgery. A heart arrhythmia showed up with her third pregnancy in 2010. On (B)(6) 2012, essure was inserted; lot number and essure model were unknown to the consumer. Essure was not inserted after pregnancy. Consumer reported that she has heart problems and is her best interests not have any more children, so she wanted the permanent sterilization. Consumer used lo-estrin as backup contraception until total occlusion confirmation; however, she had to stop because it made her heart arrhythmia. Consumer reported that 3 months after insertion (implying (B)(6) 2012), she had the hsg (hysterosalpingogram) done and showed both tubes occluded. In (B)(6) 2013, an abdominal CT scan for lower left abdominal pain was done and showed appendicitis. She was told that she may have chrones ileitis. Consumer reported that she experienced weight gain (60 lbs), severe skin rashes, hyperhidrosis, abscesses (a week after essure was placed), axilla abscess (40 days after essure was placed), severe abdominal pain, back pain, foggy all the time, migraines (went to the ER a dozen times while she had essure), passed out while driving, photosensitivity, severely painful sexual intercourse, bowel and stomach problems (bloating and diarrhea), constant heavy bleeding (for which she had the endometrial thermal ablation (B)(6) 2013). After endometrial ablation, physician found endometriosis, she did not bleed for a week but it started again and the pain got worse. Consumer reported that her first symptom started one week after essure placement. She reported that she contacted her physician concerning these symptoms. She also reported that he placed essure carelessly, the scope broke and he placed them blindly. No particular diagnosis was provided to consumer. On (B)(6) 2014, essure was removed and everything subsided. The procedure used for removal was davinci lavh (laparoscopically assisted vaginal hysterectomy); she had hysterectomy and salpingectomy done. The essure devices were intact and still silver. The pathology test showed normal results, the coils were in the tubes, the tubes were "bubbled". No signs or symptoms of infection. Consumer recovered from the procedure and the symptoms resolved after the removal. Consumer believes 150 percent that her condition was caused by essure devices; she stated that her problems started right after essure devices were placed and after they were removed, she got better. The event problems caused by essure was deleted. This case was upgraded to incident due to intervention. Product technical complaint investigation and final assessment were received on (B)(4)2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "processing essure cases in (B)(4)." Medical assessment: the reported events are not indicative of a quality defect per se. No batch number was reported. Without this information, neither a technical batch evaluation nor a batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information, the (B)(4) was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on this report. Follow-up from (B)(4) 2014: the required number of follow-up attempts has been made, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent uterine dilatation/curettage and ablation to help resolve problems caused by essure. Consumer experienced axilla abcess (40 days after essure was placed), passed out while driving and constant heavy bleeding. Since the problems have been reported, the event problems caused by essure (previously reported) was deleted. The events axilla abcess (40 days after essure was placed) and passed out while driving were considered serious due to medical importance as per ime -list and unlisted events for essure according to the reference safety information and regarded as non-incident. Constant heavy bleeding is serious due to medical importance and listed event for essure and regarded as incident since an intervention was required. In this case, consumer underwent hysterectomy and salpingectomy. Essure was removed and consumer recovered from the events. Dechallenge was positive. Based on the information received, company considers the reported events to be related to essure use. Additionally, non-serious events were reported: endometriosis, weight gain (60 lbs), severe skin rashes, hyperhidrosis, abcesses (a week after essure was placed), severe abdominal pain, back pain, foggy all the time, migraines, photosensitivity, severely painful sexual intercourse, bloating, diarrhea, scope broke and he placed them (essure), the tubes were "bubbled". According to the ptc investigation result, since no complaint sample was provided for further technical investigation, there is no suspicion of a quality defect based on this report.

Manufacturer narrative:
Follow-up information was received on 29-aug-2014. Physician stated that he did not perform essure insertion, he didn't feel that any of consumer's symptoms were caused by the device. He did perform a hysterectomy and found properly placed devices in her uterus/tubes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent uterine dilatation/curettage and ablation to help resolve problems caused by essure. She also experienced axilla abcess (40 days after essure was placed), passed out while driving and constant heavy bleeding. Since the events were specified, the previously reported problems caused by essure was deleted. These events were considered serious due to medical importance. Axilla abcess (40 days after essure was placed) and passed out while driving are unlisted for essure according to the reference safety information. Constant heavy bleeding is listed. This case was regarded as incident since consumer underwent hysterectomy and salpingectomy; essure was removed and she recovered from the events (dechallenge positive). Based on the information received, a causal relationship between the reported bleeding and passed out while driving and essure use cannot be excluded. Regarding axilla abcess given its nature it was considered as unrelated to essure. Additionally, non-serious events were reported. A product technical analysis was performed, since no complaint sample was provided for further technical investigation, there is no suspicion of a quality defect based on this report. Upon receipt of follow-up information the physician who performed the hysterectomy, stated that he didn't feel that any of consumer's symptoms were caused by the device, however the reason for the reported procedure was not provided. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 27-mar-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent uterine dilatation/curettage and ablation to help resolve problems caused by essure. She also experienced axilla abcess (40 days after essure was placed), passed out while driving and constant heavy bleeding. Since the events were specified, the previously reported problems caused by essure was deleted. These events were considered serious due to medical importance. Axilla abcess (40 days after essure was placed) and passed out while driving are unlisted for essure according to the reference safety information. Constant heavy bleeding is listed. This case was regarded as incident since consumer underwent hysterectomy and salpingectomy; essure was removed and she recovered from the events (dechallenge positive). Based on the information received, a causal relationship between the reported bleeding and passed out while driving and essure use cannot be excluded. Regarding axilla abcess given its nature it was considered as unrelated to essure. Additionally, non-serious events were reported. A product technical analysis was performed, since no complaint sample was provided for further technical investigation, there is no suspicion of a quality defect based on this report. Upon receipt of follow-up information the physician who performed the hysterectomy, stated that he didn't feel that any of consumer's symptoms were caused by the device, however the reason for the reported procedure was not provided.

Manufacturer narrative:
Follow-up information received on 06-oct-2015 - it has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1331): the consumer's concurrent conditions included nickel allergy. Her doctor was aware, but he never mentioned that the device contained nickel. During the insertion procedure, the camera on the scope had malfunctioned and stopped working. The doctor proceeded to place the devices blindly. The procedure took over an hour and was the most excruciating pain she had ever felt in her life. She had adverse reactions within the first few hours of having the devices placed. After the hysterectomy, she had herniated l4 and l5 lumbar disks - she had never had back problems until she had the hysterectomy. The consumer considered all events related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and underwent uterine dilatation/curettage and ablation to help resolve problems caused by essure. She also experienced axilla abcess (40 days after essure was placed), passed out while driving and constant heavy bleeding. Since the events were specified, the previously reported problems caused by essure was deleted. These events were considered serious due to medical importance. Axilla abcess (40 days after essure was placed) and passed out while driving are unlisted for essure according to the reference safety information. Constant heavy bleeding is listed. This case was regarded as incident since consumer underwent hysterectomy and salpingectomy; essure was removed and she recovered from the events (dechallenge positive). Based on the information received, a causal relationship between the reported bleeding and passed out while driving and essure use cannot be excluded. Regarding axilla abcess given its nature it was considered as unrelated to essure. Additionally, non-serious events were reported. A product technical analysis was performed, since no complaint sample was provided for further technical investigation, there is no suspicion of a quality defect based on this report. Upon receipt of follow-up information the physician who performed the hysterectomy, stated that he didn't feel that any of consumer's symptoms were caused by the device, however the reason for the reported procedure was not provided.